Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying a battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first began two months prior to contacting lfs. According to the csr's documentation, 30 minutes prior to the start of the alleged issue, the patient reportedly was experiencing symptoms of thirst and urination. The patient, however, denied receiving any form of medical intervention after the alleged power issue occurred. At the time of troubleshooting, the csr noted the patient was changing the subject meter's batteries every two weeks due to the alleged issue. Replacement meter was sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.